Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The unit was not charging the batteries. The charger failed the eol test for no power. After opening the charger, it was discovered that the designators were burnt. Carefusion replaced the pca to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was not charging the batteries. While in service, it was discovered that the unit had burnt components. This reported issue was discovered while in service, therefore there was no patient involvement associated with this complaint.